Event description:
It was reported that during an unknown procedure, when the device was pre loading the clips were spit out and would not form properly. It is not known if the device was used or how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Returned empty. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locket out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.